Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement procedure, the screen of the navigation system was reported to be blue. Restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. It was noted that the computer of the navigation system was replaced as a precaution. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. Initial testing found that the computer of the navigation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a catheter placement procedure, the screen of the navigation system was reported to be blue. Restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: the analysis of the computer for the navigation system was completed by medtronic personnel. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.